Manufacturer narrative:
This report is being supplemented to provide additional information, based on the legal manufacturer's final investigation. A review of the device history record found no deviations, that could have caused or contributed to the reported issue. Based on the results of the investigations, the adhesion/clogging of the material in the auxiliary water channel was confirmed. Therefore, the device did not meet specifications. It could not be specified, what the foreign material was. Nor the root cause of the remaining foreign material. The foreign material may not have been removed, since the reprocessing was not conducted properly, due to leakage from biopsy channel. Additional information: from the customer stated, that the residue came from a cleaning foam that left the white deposits. Performance of reprocessing on the device was secured in the reports by reprocessing appropriately in accordance with instructions, for use (IFU/cleaning/disinfection/sterilization). There was no report that the device was used for procedure, while the event occurred. The suggested events can be detected and prevented, by handling the device in accordance with the following instructions, for use (IFU): IFU states: that detection method in gif/cf/pcf-190 series, operation manual, chapter 3: preparation and inspection. IFU states: that preventive measure in gif/cf/pcf-190 series, reprocessing manual, chapter 5: reprocessing the endoscope. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device inspection, the colonovideoscope had a whitish foreign material that was found inside of the jet tube. There were no reports of patient involvement. Additional details relating to the patient and the event have been requested, but no response has been received at this time.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.